Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the internal buffer was full. The user¿s issue of errors was attributed to this. Reformatting of the internal buffer corrected the issue. A software update was recommended. There were no other issues with the device.

Event description:
As reported for this event, during preparation for use the device errors e402 and e209 were observed. The images could not be captured. There was no patient involvement. The intended procedure was performed with another device.